Event description:
It was reported that the patient went to their physician on (B)(6) 2012, where it was noted that the physician could not communicate with the implantable neurostimulator (ins). The company representative believed the device was totally "dead." There was no report of the end-of-service (eos) message appearing. The patient noted that the device had not been working for a while and had not been receiving therapy. No impedance measurements were performed because the ins battery was depleted. The patient believed the ins battery had depleted prematurely. The device remained implanted at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v620561, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).